Event description:
In 2007, the company received a report where it was reported that a leak is causing a loss in inspired tidal volume for a ventilator dependant patient. The caller reported that the patient is still being adequately ventilated despite the report of the leak. The following day, the caller provided new information stating that the cuff is not leaking but that the diameter of the cuff or the position of the cuff may be incorrect. The caller reported that the tube is still in use. The caller stated that the patient is going to be evaluated by the physician. Tyco has attempted to contact the customer for information related to the patient evaluation. No response has been received at this time.